Event description:
It was reported during remote follow up that the pacemaker exhibited oversensing. The cause of oversensing was unable to be identified. The device will continue to be monitored. The patient was stable and asymptomatic.